Event description:
An arthroscopic drainage cannula broke during acl repair. A fragment of the device remained in the pt's knee. The breakage was not noted at the time of surgery. Pt went home but reported back to the facility because of discomfort in the knee. X-rays showed the retained metal piece. A second surgery was done. The object was located in superficial tissue and was easily removed. The main section of the device had been discarded after the first surgery because no operational problems were known at that time.